Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator immediately alarmed "vent inop", "motor fault", and "xdcr fault" upon power on. The customer also stated that the ventilator crashed within the first minute of ventilating. The customer reported that there was no patient involvement.

Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed but could not be duplicated. It was determined that the root cause was solenoid failure.